Event description:
Additional information was received and states that: was there a surgical delay? If yes, what is the duration of the delay? Slight surgical as I had to open another tray, less than 10mins.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received and states that: was there a surgical delay? If yes, what is the duration of the delay? Slight surgical as I had to open another tray, less than 10mins.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the offset reamer handle was torqueing out during the procedure on (B)(6) 2024. The back up reamer was used to proceed with the procedure. At the end of the procedure, after taking the offset reamer handle apart, it was found that one of the soldered shoulders had snapped off. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary event details: offset reamer handle was torquing out during procedure; we moved onto to use a back up reamer. At the end of the procedure, I took the offset reamer handle apart and found that one of the soldered shoulders had snapped off the product was not returned to j&j medtech orthopaedics for evaluation. However, the sri team conducted an investigation for the reported complaint, additionally photos were provided for review. See attachment main source image 1 pc-(B)(4), main source image 2 pc-(B)(4). The photo investigation revealed that the modular acetabular offset reamer (enz201020) shows signs of wear and tear for normal use. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the modular acetabular offset reamer would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.